Manufacturer narrative:
The investigation included a review of the customer's qc report and no issue was found. A general reagent problem can be excluded because the provided quality controls were within specifications. The cause of the event could not be determined. No further issues were reported by the customer.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter stated that they received a discrepant result for one patient tested with crep2 creatinine plus ver.2 on a cobas 6000 c (501) module. The initial creatinine result at 8:46 am was 515 umol/l. This result was released outside the laboratory. The result was not compatible with the creatinine result included in the blood gas tests from the emergency department. The creatinine result from the emergency department at 10:34 am was 50 umol/l. The patient's sample in the laboratory was then retested. The repeat result at 11:57 am was 56 umol/l. A second sample of the patient tested at 12:53 pm gave a result of 53 umol/l. The reagent lot number is 56267701. The expiration date is 30-apr-2022.